Manufacturer narrative:
The customer's attachments were reviewed and showed the complaint issue, but no further issues were identified. Since the lot number which was used for testing was unknown, no lot search could be performed. A review of the tracking and trending determined that there are no trends identified for prism hcv, list number 6a52. A 12-month review of the performance of the prism hcv, ln 6a52, was done and no events or issues that may have impacted the performance of the assay in relation to the complaint issue were identified. Return testing was not completed as returns were not available. Historical performance in the field of prism hcv reagent lots using world wide data through abbottlink was evaluated. The initial reactive (ir) and repeat reactive (rr) rate was compared to the prism hcv package insert specifications and all lot numbers met specifications (irr: 0.42%; rrr: 0.39%; specificity: 99.73%). Even when assuming a zero prevalence of hepatitis c infection for the tested samples, the specificity of all lot numbers is within package insert specifications. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the prism hcv assay.

Manufacturer narrative:
Patient identifier- multiple = (B)(6). This report is being filed on an international product, list number 6a52 that has a similar product distributed in the us, list number 6d18. There is no further patient information provided due to privacy issues.

Event description:
The customer reported (B)(6) prism hcv results on 6 donor samples. The results provided were: on (B)(6) 2018 sid (B)(6) = (B)(6) / new sample (B)(6) = (B)(6); (B)(6) 2018 sid (B)(6) = (B)(6) / new sample (B)(6) 2018 = (B)(6); (B)(6) 2018 = (B)(6) / (B)(6) 2018 = (B)(6); (B)(6) 2018 sid (B)(6) = (B)(6)/ (B)(6) 2018 = (B)(6); (B)(6) 2018 sid (B)(6) = (B)(6); (B)(6) 2018 sid (B)(6) = (B)(6) / (B)(6) 2018 = (B)(6). All confirmatory testing was inconclusive, and nat testing was not detected. There was no reported impact to donor management.